Event description:
A customer reported to beckman coulter, (bec), that they noticed a clear diluent leaking into stm (sample transport mechanism) at front of the unicel dxh 800 coulter instrument. The leak was contained within the instrument. The leaking volume was <10cc. There is a laboratory biohazard spill cleanup procedure and material safety data sheets (msds's) in place at the facility. The personal protective equipment (ppe), consisting of a laboratory coat, gloves and face protection was worn by all operators when the leak was discovered and while trouble shooting. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection to this event. There was no change to patient treatment associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse discovered the flow cell sample tubing had popped off and leaked some diluent onto the sample transport mechanism (stm). The fse replaced and reconnected the flow cell sample line tubing to repair the leak. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Failure mode was the flow cell sample line tubing that popped off. (B)(4).